Event description:
While using stapler, a small red plastic piece came off staples & fell into chest cavity. Successful retrieval per or staff. At dr's request, x-ray was taken of small red piece to determine x-ray detectibility. No visualization of red piece occurred. Pt had no adverse outcome; however procedure delayed approx 30 minutes due to searching.